Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) ctu error 5 (inlet pressure out of range). During the evaluation it was found that the circulation pump has a poor flow rate. Circulation pump was replaced. Level sensor found to be broken. The input/output card is not communicating correctly and is giving incorrect values during the ctu cal. There are cracks in the fdl. Temp cable not displaying correct temperatures. Level sensor, input/output circuit card, temperature in cable nellcor, and fdl were replaced. Fv-est-cal ctu. Device passed all applicable testing. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Initial reporter name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow enough in an arctic sun device. Per review of wo on 28apr2026, there was no patient involvement. Per sample evaluation results received via task on 19may2026, it was reported that the level sensor was found to be broken. The input and output card was not communicating correctly and was giving incorrect values during the ctu calibration. There were cracks in the fluid delivery line (fdl). Temperature cable was not displaying correct temperatures.